Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative. It was reported that the patient complained of the pump beeping throughout the day for the past three weeks prior to (B)(4) 2018 as well as a lack of therapy efficacy. The pump was read and showed multiple motor stalls were occurring throughout the day on 2018. Per the logs, at least 11 motor stalls had occurred on (B)(4)2018- (B)(4) 2018. Stall recoveries were also noted in the logs. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was being replaced and was going to be returned to the manufacturer. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a hole in the pump tube as a result of mechanical wear and pump tube binding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the cause of the stall prior to the MRI was unknown. The pump did not alarm and it restarted on it's own. The patient's weight was unknown.the nurse was going to interrogate the pump at the next refill to confirm proper function. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (25mg/ml at 21.517mg/day) and marcaine (5mg/ml at 4.3034 mg/day). The indication for use was noted to be non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the pump had stalled and recovered post MRI. The first stall had occurred on (B)(6) 2018, the day before the MRI. At least 12 stalls were seen on the pump interrogation print out between (B)(6) 2018. No diagnostics or troubleshooting steps were performed. No actions or interventions were taken to resolve the issue. It was noted the pump recovered normally. No patient symptoms were reported. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.